Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). According to the local representative, the patient was seen in-clinic due to reported beeping tones from the device. Upon interrogation, a low voltage alert #1003 was displayed. The local representative was informed that the low voltage alert means that the device is prematurely depleting and requires replacement. An engineering review of data from the patient's monitoring system was requested. In-house engineering reviewed stored data from the patient's monitoring system. The low voltage alert was first declared in (B)(6) 2014. The voltage is currently 2.960 volts and therapy delivery remains unaffected. The device hardware is not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate. Using historical daily battery voltage measurement data, an estimated daily device power fluctuation was estimated. To date, the power appears steady, however, this behavior may change unpredictably. At this point, the battery does have a significant reserve capacity. The data indicates that there is sufficient reserve for the device to maintain normal therapy functions for 7 days' time. The local representative was contacted and the physician was informed of the data analysis. The patient has been scheduled for device replacement.

Manufacturer narrative:
Upon return to boston scientific, the device will undergo laboratory testing to determine root cause.

Event description:
Boston scientific received information that this device was received at boston scientific's return product department.

Event description:
Subsequently, boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory. The chronic device was explanted and replaced without incident.

Manufacturer narrative:
(B)(4). Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed that low voltage alerts (code 1003) have been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case. On (B)(6) 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is not a part of the identified population.

Event description:
--

Manufacturer narrative:
Upon explant and returned to boston scientific, the device will undergo detailed laboratory testing to determine root cause.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the august 29, 2013 advisory population, but was added to the expanded population on september 17, 2014.